Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The referenced report was received via the interdepartmental helpline solutions tracker from a medtronic startright representative. The customer reported low blood glucose of 46 mg/dl and sensor glucose of 136 mg/dl. Customer indicated that they will call if it were to happen again. No further details given.